Event description:
It was reported a representative from medtronic told the hospital user group that this device would not operate in asynchronous mode. The biomed checkout subsequently showed the output (milli amp) could not reach the maximum. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis was unable to confirm the customer comment that the unit would not operate in asynchronous mode and that output was not able to reach the maximum. It did find that the upper and lower cases were broken, the battery drawer contaminated, the battery contacts compressed, the ring bent and the heart lead flex was out of specification.

Event description:
It was reported a representative from medtronic told the hospital user group that this device would not operate in asynchronous mode. The biomed checkout subsequently showed the output (milli amp) could not reach the maximum. The device was returned for repair. No patient involvement was reported.